Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Updated information: MFR received date, 06-03-2016; investigation results: the reported device was returned for product evaluation. Visual inspection found the device to be in good condition without any noticeable external damage. A review of the pump event history log confirmed that the check clutch/plunger lever alarm occurred. During functional testing, the device underwent flow and occlusion tests; however, the reported alarm could not be duplicated during testing. As the alarm could not be duplicated during product evaluation, no root cause could be established. As a preventive measure, the devices right and left clutch halves were replaced with lead screws and springs.